Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, a customer reported that the autopulse platform stopped compressions after 20 minutes of operation. To troubleshoot ing the issue, the crew repositioned the patient and swapped out the battery, however, with no success. There were no errors reported. The crew immediately switched to manual CPR. No known patient consequence reported. No additional information was provided.

Manufacturer narrative:
The customer reported complaint for stopped compressions was confirmed during functional testing and during archive data review. The drive train motor was replaced to remedy the fault. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message user advisory (ua) 16 on customer reported date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, found cracked front cover and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred and, the front cover was replaced. The autopulse platform is a reusable device and was manufactured in february 2008 and is 10 years old, well beyond the expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse with serial number (B)(4).